Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to another meter (paramedics meter). The complaint was classified based on the customer service representative (csr) documentation, and further information obtained on follow up call with patient. The patient reported that the alleged meter inaccuracy began the week prior to her contacting lfs (approximate date (B)(6) 2017). The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿378 mg/dl¿ with the subject meter, compared to ¿28 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that she manages her diabetes with insulin (self-adjuster), and that in response to the alleged high result, she administered 30 units of humalog insulin 500. It is not clear at what time, but the patient reported that after the administration of the insulin she became unconscious and her daughter had to call the paramedics. The patient was unwilling to answer any further questions, so it is not known what the treatment the patient received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.